Manufacturer narrative:
B4: (B)(6)2021 the field service engineer (fse) observed that the power on/off led was unable to illuminate. The fse replaced the touchscreen and the phenomenon was resolved. The unit was tested and it was returned to service.

Manufacturer narrative:
B4:(B)(6)2021 the touchscreen was returned to the manufacturer for failure analysis. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly.

Manufacturer narrative:
The device was not in clinical use when the reported issue occurred. No patient or user harm was reported.

Event description:
The customer reported that calibration for a touchscreen was often required, so the repair was requested. The device was not in clinical use when the reported issue occurred. No patient or user harm was reported.